Event description:
It was reported that the device experienced a power on reset (por). The patient was undergoing radiation therapy at the time. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: 1 - por for write to locked ram, addr=163c, data=d6, on (B)(6) 2011 10:03:11; 1 - patient alert for por on (B)(6) 2011 09:03:11.